Event description:
Patient presented to the physician with pain at the chest incision site. Physician brought the patient into the operating room, repositioned the ipg, re-sutured, and closed the incision.